Event description:
Pt developed delayed onset granuloma with facial abscess bilaterally after injection with a hyaluronic acid filler, vollure. Biopsy done to evaluate, confirmed granuloma. Treating with steroids and antibiotics required surgical drainage and more antibiotics. Currently being treated over the past 3 months. Pt has scarring and volume loss resulting in disability and uncertainty about final outcome. This delayed event may be related to a subsequent lung infection for which pt was treated with antibiotic after her filler was performed 3 months previously. Dose or amount: 1 ml, frequency: one time, route: cutaneous. Dates of use: (B)(6) 2017. Reason for use: cosmetic; improve facial lines.

Event description:
Add'l info received from reporter on 12/11/2018 for report mw5078530. This is an update on previously reported case; in (B)(6) 2018, pt continued to develop granulomas and abcesses which extended up to her left eye. A CT scan obtained and tissue biopsy from the left cheek revealed more granulomas as well as a positive stain and culture for mycobacterium abscesses. She has undergone further incision and drainage of facial abscesses and is receiving IV antibiotics including amikacin and tetracycline derivatives until sensitivities come out. The abscesses seemed to appear clinically after the pt was discontinued from oral inhalers and oral prednisone for underlying asthma / lung condition. She is undergoing active treatment and her situation still has not resolved as of this date. We have previously reported lot number of the filler vollure, lot #v17la70247 which was injected on (B)(6) 2017. We would like to know if any similar reactions or granulomas have been reported with this particular medical device.